Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad and the numbers were scrolling nonstop. The customer changed the battery and the insulin pump alarmed an error. The customer changed the battery again and the insulin pump alarmed another error. At this point the keypad was responding intermittently. The customer's blood glucose was 431 mg/dl. The customer stated that the insulin pump was in a sock which then was placed in their bra. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump powered up properly. No failed battery test alarm or battery out limit alarm noted during testing. All operating currents are within specification. The insulin pump passed displacement test. No scrolling numbers noted. No unresponsive buttons noted. All buttons functioned properly; however, the insulin pump had corroded keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked lcd window and cracked reservoir tube.